Manufacturer narrative:
The following fields have been updated with additional information: d.3. Medical device manufacturer: becton, dickinson and co., ¿ broken bow, ne / 68822 becton, dickinson and co., ¿ broken bow, ne / 68822. H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) 65 units blood collection tubes have been getting false positive results. The following information was provided by the initial reporter: customer reports that they have been getting false positives.

Manufacturer narrative:
D1: medical device brand name: bd vacutainer® pst¿ gel and lithium heparinn (lh) 65 units blood collection tubes h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) 65 units blood collection tubes have been getting false positive results. The following information was provided by the initial reporter: customer reports that they have been getting false positives.